Event description:
During insertion of the cervical epidural catheter, a portion of the distal end broke off. Distal end dislodged in subcutaneous tissue of pt. Broken catheter retrieved under fluoroscopy. A small skin incision was made to retrieve distal end. A second catheter was inserted. Pt returned to pacu post procedure in stable condition.